Manufacturer narrative:
The inspection of the device by (B)(4) confirmed also followings; leakage from the connector was confirmed. The insertion tube was scratched. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual for the device clearly states as follows. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The exact cause of the reported event could not be conclusively determined. However, based upon the photo of the scratches on the insertion tube sent by (B)(4), olympus medical systems corp. (Omsc) assumed that the reported event was caused by damage of the insertion tube due to differences in user handling from the device's instruction manual. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube had been partially peeled off. Before this event was found, a customer reported a leakage and sent the device to olympus. There was no report of patient injury associated with this event.